Event description:
It was reported that as the surgeon inserted the lens through the incision, and he turned the dial to the preloaded product, the end part of the cartridge split wide open. Surgeon pulled back and removed the lens. The tip of the cartridge touched the patient's eye. The surgeon tried the lens in a separate 1mtec30 cartridge and he was able to use and implant the lens into the patient's right eye. Surgeon decided to leave the lens implanted. Patient was fine, vision fine too, no adverse events. No other information was provided.

Manufacturer narrative:
The device is not received; therefore, a failure analysis of the complaint device cannot be completed. A review of the device/lot history record and complaint trending for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.